Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit passed extended self test (est) without circuit on it and gets external high peak and circuit occlusion on start up. As of this time there is no information about patient involvement associated with this reported event.